Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-aug-2023. H6: investigation summary: our quality engineer inspected the 2 photos and 3 used samples submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection and of the samples and photos. The returned photos showed that the entire tip shield was detached from the needle. Analysis of the used samples showed that the whole tip shield was detached from the needle. The detached tip shields were all observed to be missing a washer component, and the other washer was loose. The catheter of all 3 samples were observed to be missing the catheter bump, which is needed to keep the shield from coming off the needle. Bd determined that the cause of the failure was related to our manufacturing process. A CAPA has been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a quality notification was raised during the production of this batch, but the issue is not the cause of the observed failure h3 other text : see h10.

Event description:
It was reported while using three of the bd cathena¿ safety IV catheter with bd multiguard¿ technology protective safety device coming dislodged from the needle. Report 1 of 2. The following was recieved from the initial reporter: "we have had 3 incidents this am of the protective safety device from the 20 gauge bd cathena IV catheters coming dislodged from the needle when starting ivs: I was able to save the defective product in 2 of these cases: apparently, this happened yesterday one time, too. Considering the frequency of occurrence, we pulled the remaining catheters from our supply room that have the same lot number."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using three of the bd cathena¿ safety IV catheter with bd multiguard¿ technology protective safety device coming dislodged from the needle. Report 1 of 2. The following was recieved from the initial reporter: "we have had 3 incidents this am of the protective safety device from the 20 gauge bd cathena IV catheters coming dislodged from the needle when starting ivs: I was able to save the defective product in 2 of these cases: apparently, this happened yesterday one time, too. Considering the frequency of occurrence, we pulled the remaining catheters from our supply room that have the same lot number."